Event description:
It was reported that during a whipple procedure, the device misfired. Another device was used to complete the case with no patient consequence. Additional information received on (B)(6) 2010: the device was being fired across the stomach and on the first firing, there were malformed staples and the device cut. The device was reloaded and the same thing happened. Clamps, cutting and ties were used to repair the cut line. No patient consequences. A flex60 was used to complete the procedure.

Manufacturer narrative:
(B)(4). Damaged cartridge fork. (Device b): conclusions: device (a) was received in good visual condition and with six reloads present. Reload (b) was received fully loaded with staples and in the unlocked position. Reloads (c), (d), (e) and (f) were received fully fired and in the locked position. Reload (g) was received fully loaded with staples, in the locked position and with the cartridge forks broken. The device was tested for functionality with the returned reload (b) and it fired, cut and formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the reload forks became damaged, on reload (g), it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). Device (b) was received in good visual condition and with a reload present. The reload was returned fully loaded with staples and with the swing tab in the unlocked position. The device was tested for functionality with the returned reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.